Event description:
On 03/30/2006, a home pt (hp) using a homechoice system (hc) contacted a baxter technical service representative (tsr) and reported a leak in the catheter during fill number three. The tsr assisted the hp in ending therapy and referred him to contact a nurse or the emergency room. The hp stated that he would not continue any therapy that evening. Per investigation with the home pt's nurse, it was discovered that the leak had been in the transfer set, where it attaches to the catheter. The nurse stated that the adapter had been taken out and replaced, and that the pt had received prophylactic antibiotics following the repair (1g vancomycin, intraperitoneal). The nurse also stated that the home pt had experienced no injury or other medical intervention as a result of this incident. No further information is available.